Event description:
It was reported by a customer on (B)(6) 2010, the fiber was damaged; the fiber forward fired and/or the fiber was damaged at the tip at 97,907 joules. No pt injury was reported. See scanned page.